Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the right ventricular lead was exhibiting low pacing impedance. No changes or intervention was reported. The patient was in stable condition.

Event description:
New information noted: the right ventricular lead was exhibiting unspecified oversensing.

Event description:
New information noted the right ventricular lead was exhibiting oversensing noise.

Event description:
New information noted: the right ventricular (rv) lead continued exhibiting low pacing impedance and exhibited failure to sense. On (B)(6) 2023 the rv lead was capped, and new rv lead was implanted. The patient was discharged from the hospital after the procedure.